Event description:
Reporter indicated that high lead impedance readings were obtained on a systems diagnostic test during the pt's last visit. X-rays were sent to the manufacturer for review and no anomalies were found that could have caused or contributed to the reported event. The pt will most likely undergo revision surgery to correct the issue. Good faith attempts to obtain additional info from the pt's treating physician have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.